Event description:
Customer reported via phone, the piston was not reaching the reservoir. Customer's blood glucose was unknown. Customer reported the drive support cap was loose and protruded. Customer does not recall how damage occurred. Customer was living in another country and was advised to call the local company representative to see if the device can be replaced. Customer is not returning the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.